Event description:
The patient was reportedly experiencing swelling, tenderness, and discomfort at the implant site. The patient has a possible infection and was prescribed a five-day course of antibiotics (type unknown). Pain has decreased, but there is still swelling present. Advanced bionics is in the process of gathering additional information. When additional information is received, a supplemental report will be submitted.